Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device slips were not losing all the way. The device had been used at the subxyphoid site where the 511s was inserted. There was no pt consequence.

Manufacturer narrative:
H4: information unavailable. 10/7/96 message and 800# left on office answering machine for md call back. Kjb. 10/8/96 nncl sent. Kjb.